Event description:
The customer reported battery failed the capacity test. The philips quality department evaluated the battery and found the battery failure also caused an unexpected shutdown.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.